Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 530 mg/dl. The customer stated that they may have eaten too many carbohydrates and did not count the correct amount to enter into the pump for a bolus. The customer took a 5 unit manual injection to address elevated bg level. A system check performed with tandem technical support indicated that the pump was operating as expected. At the end of the call, the customer's bg level was 427 mg/dl and was decreasing.